Event description:
It was reported that the handpiece continued to run on its own during a total knee surgery. The procedure was completed with another device. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the investigation details the reported condition of the device running on its own could not be duplicated. Service completed any necessary maintenance or repairs.